Event description:
Boston scientific received information stating: a dissection occurred during the implant procedure. Dr. (B)(6) , (B)(6) poland event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).